Event description:
It was reported that during a posterior inferior cerebellar artery embolization aneurysm, the subject stent was loaded into the microcatheter and delivered to the lesion. After deploying approximately half of the subject stent, the physician found that the microcatheter could not be withdrawn further to continue stent deployment. After adjusting system tension, the physician still could not continue deployment, so the stent and microcatheter were pulled together into the intermediate catheter and withdrawn out of the body. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.